Manufacturer narrative:
Block b3: exact date unknown, event occurred a couple of months prior to the date manufacturer became aware of the event.

Event description:
It was reported that the patient had to charge the implantable pulse generator (ipg) frequently. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned as it was kept by the medical facility.